Event description:
Related manufacture reference number: 2017865-2023-11342. Related manufacture reference number: 2017865-2023-11344. It was reported that the patient presented during clinic follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high defibrillation impedance. During explant procedure, it was noted that the atrial lead, right ventricular lead, and left ventricular lead were dislodged potentially due to twiddler's syndrome. All lead were explanted on 9 feb 2023. During explant, the tip of the left ventricular lead broke off. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and was unconfirmed. As received, a partial lead was returned in two pieces with the helix partially extended and clogged with blood/tissue. Failure event unrelated to the reported event of dislodgement identified during analysis. An external insulation abrasion was found proximal to the suture sleeve tie consistent with friction to the device can. Two external insulation abrasions were also found distal to the suture sleeve tie consistent with friction to another device or feature of the patient anatomy. No other anomalies were identified.